Event description:
It was reported that balloon rupture and removal difficulties occurred resulting to a surgical intervention. The target lesion was located in a fistula. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The balloon was stuck in the vessel and could not be removed. The patient was sent for an open surgery to remove the balloon. No further patient complications were reported.

Event description:
It was reported that balloon rupture and removal difficulties occurred resulting to a surgical intervention. The target lesion was located in a fistula. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The balloon was stuck in the vessel and could not be removed. The patient was sent for an open surgery to remove the balloon. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device was received for analysis. A visual examination identified that the device was received with the balloon, markerbands, tip and part of shaft detached. A visual and tactile examination identified multiple shaft kinks. The tip region was detached and not returned with the device.